Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a slow rise in pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high impedance. When the pocket was opened, the lead was observed to have twisted several times and as a result the superior vena cava (svc) coil was distorted. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor was fractured. The body of the lead became distorted. The distal conductor of the lead became distorted while in vivo. The overlay tubing was kinked/buckled. The overlay tubing of the lead developed a breach due to being ruptured while in vivo. The analyst noted that the returned lead observed to have lead body twisted several times, and twiddler's syndrome was suspected. As a result, this caused the lead body damaged. The superior vena cava (svc) exposed coil distorted. Severe breach at the kink locations on the overlay tubing. Destructive analysis was performed and found the distal conductor fracture in-vivo was observed. If information is provided in the future, a supplemental report will be issued.